Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The electrogram showed non-sustained right ventricular oversensing due to lead noise. Also noted was some t-wave oversensing. The device was reprogrammed. The patient presented in clinic on (B)(6) 2019, extensive isometric maneuvers were unable to reproduce noise. The patient would continue to be monitored. The patient stable before, during and after.